Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the harmonic ace instrument jaw fully opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no abnormalities were noted. The instrument was removed during the procedure prior to the issue but no resistance was felt upon removal of the instrument through the cannula. An x-ray examination was performed on the patient post-operatively and it was confirmed that no fragments fell into the patient. No injury occurred to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified a broken clamp arm. One of the inner tube slots where the clamp arm hinges was what broke off, causing the arm to dislodge from the assembly. A material, approximately 0.08" x 0.04", appeared to have broken off and not returned by the customer. The known cause of this issue is attributed to mishandling and misuse likely from excessive loading.